Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an anomalous component in the sensing circuitry. (B)(4). Failure (event) observed during analysis.